Event description:
During a routine office visit, the physician ran a diagnostic test and found the patient had high impedance. The patient then underwent a full system revision. The explanted product could not be returned due to it being disposed of after surgery. Therefore product analysis cannot be completed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.